Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The specific product code for the minicap transfer set involved is unknown. The brand name, manufacture and 510k however have been provided in this MDR. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b02065, h11l02025, h12c12039, h12c27078, h12d27068, h12c30049, h12d30047, and h12e29053 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and a heart attack in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, during hospitalization, the patient also experienced a heart attack. Treatment was not reported. At the time of this report the patient was recovering from the peritonitis. The outcome for the event of the heart attack was unknown. An opinion of causality was not reported for the event of peritonitis. On contact, the nurse declined to provide any information.